Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose.